Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure expected or random component failure without any design or manufacturing issue. Due to leakage/seal problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue in air/water (a/w) channel. There were no reports of patient involvement.